Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in early 2008. According to the complainant, the locking adapter got chipped approximately 20 days after placement. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. A visual examination of the returned device confirmed a crack in the locking mechanism; the cause is undetermined.